Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stopped in the middle of rewind. The customer¿s blood glucose was unknown. The customer stated that the battery life was diminished from first day of receiving the insulin pump also batteries going quicker. Customer also stated that the rainbow effect on the screen. The device will be returned for analysis.